Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's pitch cable was broken. The pitch cable was broken at the distal clevis hub. The cable segment that contained the crimp is still installed in clevis. The clevis did not exhibit any damage or wear marks. Failure analysis investigation also found the following: the instrument's grip tips were bent. One grip was bent, causing side to side misalignment of the grips. There was a .107 offset at the tips, indicating overloading at the tip. The instrument passed electrical continuity testing. Failure analysis concluded that the bent damage was likely due to mishandling/misuse. The instrument's distal pulley had mechanical indentation and burrs. There were indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. Failure analysis concluded that the indentation and burr damage was likely due to mishandling/misuse. There were scratch marks and abrasions on the main tube. The distal end of the main tube had scratch marks with light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the broken cable and damage to the main tube found during failure analysis if to recur could cause or contribute to an adverse event.

Event description:
It was reported that in central processing, it was noted that a frayed cable was observed on the fenestrated bipolar forceps instrument. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.